Event description:
The first needle was bent in the process of inserting in the pt's body. The second needle was used as replacement and tip of the second needle broke, while the surgeon was trying to get specimen from the pt. Removal of broken tip was done in operating room.